Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. According to the patient, she experienced a failure to alert after which they experienced a hypoglycemic event. The day of the event the cgm reading had been low, but no alert was received for this. The patient stated they ¿ended up at the hospital¿, but no information regarding symptoms, treatment, or duration of stay at the hospital was reported. There was no documentation of further medical evaluation or intervention. At the time of the report the patient´s current condition was unknown. No other details were documented and attempts to obtain more information were unsuccessful. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.